Event description:
It was reported that the patient experienced a shocking or jolting sensation around the outer thigh of her right leg and it was hurting her. The patient also had symptoms of acute pain and trouble with gait. The pain was reported to have started about two weeks before in the center of the patient's lower lumbar and she took aspirin every day for this. The patient was then shocked around (B)(6) 2012 and fell two days afterwards but had not had any other falls, trauma or heavy lifting that she knew of. After the patient got shocked, she waited a couple of days to turn stimulation down from 0.3v to 0.25v on program 1. The patient had not tried turning stimulation off or changing to another program but it was noted that she did not know how to change to another program. The patient's device was helping her symptoms at her previous setting of 0.3v but since she turned it down it was no longer helping. It was indicated that the patient felt as though she had neuropathy. The patient saw her primary care provider (pcp), a urine sample was taken and it was indicated that she did not have a urinary tract infection (uti).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va00rxg, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va00rxg, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-23. The patient stated that their lead wire had moved so it gave them a lot of pain, discomfort, electrical shocks, and pain down their legs and arm. The patient could barely walk, there was ¿all the motion¿ in their feet, and when they tried to wear certain shoes/heals it was hard to walk. It was stimulating their right foot. The patient thinks they got nerve damage, but it may also be from something else. The patient reported falling a couple of times which is why they suspect the lead moved, however they also think their original healthcare professional (hcp) did not put it in properly. The patient stated that the lead movement probably occurred 3 years after implant, which conflicts with previous information reported. The patient noted being able to reach back there and move their ins in and out of the pocket themselves.